Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 5 functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, the atrium was observed to be markedly dilated. As a result, 40 mg of intravenous furosemide was administered, and positive end-expiratory pressure (peep) was increased to 15 mmhg. Subsequently, an adequate grasp of the leaflets was achieved, and the clip was deployed. Post-deployment, partial detachment of the clip from the septal leaflet was observed. Per the physician, partial detachment was due to the shortness of septal leaflet. An additional triclip was subsequently deployed to stabilize the initial clip. The tr was reduced to grade 3 post procedure. There was no clinically significant delay reported.